Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed and the patient will be further monitored. There were no patient consequences.